Event description:
The technician alleged the brake casters set but are not holding at the foot end of the stretcher. No pt impact.

Manufacturer narrative:
The technician replaced the foot end brake casters to resolve the issue.